Event description:
It was reported that after the catheter had been in use for 24 hour, resistance was encountered and a piece of the inner wire protruded. A piece of the catheter was noted to be under the pt's skin. Surgical removal of the piece of catheter is planned. There were no pt complications.